Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that the device was implanted within the patient's left lymph node. Upon proceeding with removal of two specimens based on tactile feedback, imaging confirmed that the specimens did not contain the implanted device. The provider continued to excise the area and analyze via x-ray to confirm that the device was not present. A c-arm was employed taking the x-ray imaging, which showed no evidence of the device. Despite this, the probe continued to detect a weak signal from the patient. The surgeon proceeded to dissect down to the muscle layer but was unable to locate the reflector.